Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error (open book image). The customer reported no adverse events. The event involved product(s) mmt-1886. The troubleshooting was performed and the customer reported a critical pump error other than the open book image error or critical pump error 24 no harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1886 was requested and the customer response was that the device would be returned.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. Found pump error 35 in the pump history file. The main error log reveals there were three (3) consecutive critical error handling pump error 35 (linenumber 65535 filenumber 65535) alarms and the third consecutive alarm that was triggered caused the critical pump error (open book image) alarm due to a broken force sensor. The broken force sensor alarms generate 3 errors on the first occurrence and then the pump is not usable to the user. Pump was cut open to perform visual inspection and found corroded pcba1, pcba2, and force sensor. Moisture damage was found on the motor. ¿ test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, and pillowing keypad overlay. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 19-aug-2024 in the pump history file. 08/19/2024 20:46:00.000 alarmalertnotification (40) faultnumber: brokenforcesensorerror (35) 08/19/2024 20:47:27.000 batteryremoved (55) 08/19/2024 20:47:27.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 08/19/2024 20:50:01.000 alarmalertnotification (40) faultnumber: powerfailurealarm (24) 08/19/2024 20:54:09.000 batteryinserted (44) 08/19/2024 20:54:10.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 08/19/2024 20:54:10.000 batteryremoved (55) 08/19/2024 20:54:10.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 08/19/2024 20:54:20.000 batteryinserted (44) 08/19/2024 20:54:20.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 08/19/2024 20:56:01.000 alarmalertnotification (40) faultnumber: brokenforcesensorerror (35) 08/19/2024 20:59:41.000 batteryremoved (55) 08/19/2024 20:59:41.000 alarmalertnotification (40) faultnumber: batteryremoved (84) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 35 - confirmed in the pump history file due to corroded force sensor. Pump error 24 - confirmed in the pump history file due to corroded electronic assembly. Failedbatttest (58) - not confirmed. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to pump error 35 alarms. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corroded force sensor. Pump error 24 confirmed found in the pump history file due to corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.